Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified obtuse marginal artery. The vessel was described to have a "big curve" proximal to the lesion. The lesion was predilated with a 2.5x15mm balloon. A taxus liberte' 2.25x32mm drug eluting stent was advanced but was unable to pass the curved portion of the vessel. Once the device was removed, it was noted that the proximal stent struts were damaged. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on the rows one and two from the proximal edge of the stent were raised. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.bsc ID #a00119148/tw #793797